Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks for atrial fibrillation with rapid ventricular response in more than one episode. Review of a previous stored episodes noted no markers were present. The reason was unable to be determined. Technical services (ts) discussed the option of having the patient get on a treadmill and saving a template. Further information was received indicating more inappropriate shocks have been delivered due to t-wave oversensing. Reportedly, the patient has showed low/poor sensing difficulties with the sensing vectors. Technical services recommended to reprogram to another vector other than primary, and to consider a replacement with a transvenous system if the sensing difficulties persists. Additional inappropriate shocks have been reported and same recommendations were advised. Eventually, the physician decided to replace the s-ICD system due to the previously mentioned issues. This implantable electrode is not expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator system delivered inappropriate shocks for atrial fibrillation with rapid ventricular response in more than one episode. Review of a previous stored episodes noted no markers were present. The reason was unable to be determined. Technical services (ts) discussed the option of having the patient get on a treadmill and saving a template. Further information was received indicating more inappropriate shocks have been delivered due to t-wave oversensing. Reportedly, the patient has showed low/poor sensing difficulties with the sensing vectors. Technical services recommended to reprogram to another vector other than primary, and to consider a replacement with a transvenous system if the sensing difficulties persists. This implantable electrode remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator system delivered inappropriate shocks for atrial fibrillation with rapid ventricular response in more than one episode. Review of a previous stored episodes noted no markers were present. The reason was unable to be determined. Technical services (ts) discussed the option of having the patient get on a treadmill and saving a template. Further information was received indicating more inappropriate shocks have been delivered due to t-wave oversensing. Reportedly, the patient has showed low/poor sensing difficulties with the sensing vectors. Technical services recommended to reprogram to another vector other than primary, and to consider a replacement with a transvenous system if the sensing difficulties persists. Additional inappropriate shocks have been reported and same recommendations were advised. This implantable electrode remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks for atrial fibrillation with rapid ventricular response in more than one episode. Review of a previous stored episodes noted no markers were present. The reason was unable to be determined. Technical services (ts) discussed the option of having the patient get on a treadmill and saving a template. Further information was received indicating more inappropriate shocks have been delivered due to t-wave oversensing. Reportedly, the patient has showed low/poor sensing difficulties with the sensing vectors. Technical services recommended to reprogram to another vector other than primary, and to consider a replacement with a transvenous system if the sensing difficulties persists. Additional inappropriate shocks have been reported and same recommendations were advised. Eventually, the physician decided to replace the s-ICD system due to the previously mentioned issues. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned intact, not severed. Visual inspection revealed bubbles, but no cracks, in the notch area next to the sense b electrode. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Setscrew marks were in the correct location on the terminal pin and x-ray images showed no issues. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.